Manufacturer narrative:
Unable to verify the software version due to constant flashing white light on the display. Pump received with a blank flashing white light on the display due to vertical cracked lcd controller on the electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and now the screen is flashing. Customer was calling back after receiving new battery cap. Blood glucose level at the time of the incident was not provided. The insulin pump was returned for analysis.